Manufacturer narrative:
This event was previously documented in manufacture report number: 1415939-2018-00014. The product evaluation was completed for the clinical chemistry total bilirubin assay in manufacture report 1415939-2018-00014. The architect c4000 analyzer has recently been identified as an additional suspect medical device and is documented in this manufacture report, 1628664-2018-00122. The product evaluation is in-process. A follow-up report will be sent once it has been completed. An evaluation is in-process.

Event description:
The customer observed discrepant bilirubin results while using the clinical chemistry total bilirubin assay on the architect c4000 analyzer. The following data was provided for 2 infant patients: patient 1 (sid: (B)(6)): (B)(6) 2017: initial 22.7, (B)(6) 2017: retest 11.6. Patient 2: (sid (B)(6)): (B)(6) 2018: initial 2.8, retest 13.2. There has been no impact to patient management reported.

Manufacturer narrative:
During the requested site visit, the abbott field service engineer (fse) powered up the architect analyzer and observed error code 3580, and m&d 3805 (pressure monitor test) failed. The fse replaced the pressure monitor (pm) board which restored pm functionality. The investigation of the customer's returned architect pm board, determined that the pm board was not functioning properly; however, cause could not be determined. The architect operations manual, section 10, provides troubleshooting for error 3580 with the probable causes including, communication failure with the pm board. A product correction letter was issued on 17jul2018 to all architect clinical chemistry customers notifying them to adhere to the labeling instructions listed in the architect operations manual, section 10, to resolve error codes 3580 to 3585 or 5381 before transitioning the architect to the running status. The product correction letter provides guidance on how the customer can ensure the pressure monitoring system is functioning, and recommends following the architect systems operations manual and the assay-specific documentation to ensure all samples and reagents meet described requirements before being placed on the architect. The investigation into this event identified that when the pressure monitor board communication on the architect clinical chemistry analyzer is not successfully established during initial instrument boot up, and the following error codes 3580 to 3585 or 5381 are not resolved by the user prior to transitioning the architect to the running status, there is the potential to generate incorrect results as the pressure monitoring system is inactive. The architect system software will be updated in a future version to prevent the architect analyzer from transitioning to the running status when the pressure monitoring system is in an error state.